Event description:
The distributor reported the arthrowand was sparking intra-operative. Attempts to obtain additional information from the distributor, including the patient's status, have been unsuccessful. No additional information was provided.

Manufacturer narrative:
The patient's initials, age, gender and weight were not provided.